Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, stress marks, missing, white particles. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact and non-penetrating nicks. Reason for reoperation: unsatisfactory result.

Event description:
Healthcare professional reported "patient has textured implants and does not like them" and rupture. The device has been explanted. This record is for the left side.